Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that during deployment of a 3.5 x 15 mm multi-link 8 stent overlapping another 4.0 x 12mm multi-link 8 stent in the left circumflex, the balloon, inflated at 14 atmospheres, ruptured. The stent delivery system was retrieved and the stent was dilated with a voyager nc balloon catheter. It was reported that the lesion was not calcific. No patient effects have been reported.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. A follow-up report will be submitted with any additional relevant information.